Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre-fill syringe. The customer reports damages caused by an infection and subsequent hospitalization due to the use of covidien product.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. The report was received by our legal department which referenced monoject pre-fill syringe recall. The customer has been sent a request for additional information. If additional pertinent information becomes available, the report will be updated.